Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer did not input the correct amount of carbohydrates into the bolus menu to cover the amount of carbohydrates consumed and the blood glucose (bg) level was over 240 mg/dl. A bolus was delivered to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.